Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The nc trek is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.0 x 28 mm xience prox stent catheter was used and there was difficulty in removing the stent delivery systems balloon from the stent after implantation. It was also difficult to remove an nc trek balloon catheter that was used for post-dilation because it became caught in the stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficult to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.